Manufacturer narrative:
The cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance. Mechanical tests were performed and passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient reported experiencing a large drain and requested cycler replacement. The treatment data was reviewed and a drain of 3,708 was recorded (B)(6) 2017 which corresponds to the patient's allegation. With a largest fill of 2000 ml this is an overfill event of 185% resulting in a reportable malfunction. During follow up the patient reported that he did not require any medical intervention or have an adverse event.